Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they have several items that the central sterile department wants replaced, due to broken pieces. I have 2 artic surf pieces missing springs. I have 1 artic surf missing an entire prong, they do not have missing prong, there was just a hole where it used to be. They have impaction handle that the red triggers as broken off, they have all 3 pieces, handpiece, trigger, and spring. None of these items were broken in surgery, none of these items delayed a surgery, no one was injured by these items. They are broken, missing pieces from normal wear and tear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirms the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d10. Corrected: h3 and h6 (device).